Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
As a precaution, physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed sc pcb assembly and was able to verify an intermittent lock-up condition that would occur during the boot-up cycle. Physio determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u61.the ui pcb assembly was an ancillary part and no failures were observed with this assembly.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was continuously resetting itself. As a result, defibrillation was not possible. There was no patient use associated with the reported event.